Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The reporter stated that the port was not sealed properly. The leaks were discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between july 20, 2018 - july 22, 2018. The actual device was not available; however, five (5) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in the one (1) randomly selected sample with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.